Event description:
Pt experienced posterior migration of the cage. No clinical symptom was noted at this time. The pt condition is being monitored. No additional operation was planned at this time. This same problem occurred with pt previously. The first time the cage was placed, it migrated. The doctor revised the case by pushing the cage back in position. And now it has migrated again. Prior MDR 1526439-2011-00013 was filled to document the first event.

Manufacturer narrative:
There was no information provided regarding post-op trauma, bone quality or anatomical issues that may have contributed to this event. Detailed information is limited at this time. Post-op migration is an inherent risk of surgery. It appears that the reason for the initial migration recurred. This could be related to pt anatomy, surgical technique or implant sizing. At this time, no conclusions can be made.